Event description:
The ICD was received from the (B)(6) office on (B)(6), 2012. According to the coroner's office, the patient had an unwitnessed arrest on (B)(6), 2012. It was reported by the family that the alarm always sounds from time he gets arrhythmia to stabilization and also could be seen delivering electrical impulses but none of which happened the day of death. It was also reported that there was undersensing and loss of pacing. The ICD was sent to sorin crm for analysis.

Manufacturer narrative:
The analysis on this device is pending.

Manufacturer narrative:
(B)(4), 2012,the analysis on this device is pending.(B)(4).

Event description:
The ICD was received from the (B)(4) coroner's office on (B)(4) 2012. According to the coroner's office, the patient had an unwitnessed arrest on (B)(6) 2012. It was reported by the family that the alarm always sounds from the time he gets arrhythmia to stabilization and also could be seen delivering electrical impulses but none of which happened the day of death. It was also reported that there was undersensing and loss of pacing. The ICD was sent to sorin crm for analysis.